Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure the patient experienced sudden onset of heart failure after the right ventricular lead was placed. The patient could not be supine, consequently the physician canceled the surgery. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.